Event description:
A physician was implanting a protege everflex stent for treatment of complex partially filiform stenosis of the proximal superficial femoral artery on the right. . There percentage of lesion stenosis was 95%. There was no curvature or calcification. It was reported after two dilations there were dissections and residual stenosis and a stent was chosen. Delivered and implanted without issue. Embolic protection was not used. The device was prepared as per the IFU. The lesion was pre-dilated with a 2.5x60mm non medtronic balloon and then a 4x40mm non medtronic balloon. The device did not pass through a previously deployed stent and no resistance was met during advancement. The lock-pin was checked for securement and loosened before release. It was reported the device was expired at the time of the procedure. No patient injury had been reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.